Manufacturer narrative:
G4: 13jan2020. B4: (B)(6) 2020. H11: correction: there was no patient involvement. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The test lung pulsated during all settings of normal ventilation. The fse replaced the gas delivery system (gds) and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2019. 19dec2019.

Event description:
It was reported that the unit was pulsating while connecting to a test lung. It is unknown if the unit was in use on a patient at the time of the reported event.